Event description:
Boston scientific received information that during a device check, pacing inhibition and high thresholds were observed with this patient¿s right ventricular (rv) lead. An x-ray taken showed that a perforation had occurred. Surgical intervention was performed and the rv lead was repositioned. Cardiac tamponade later occurred and was treated successfully. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.